Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ lower pelvic pain") in a 30-year-old female patient who had essure (batch no. 646516) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included meningitis, anxiety, depression and bleed in luteal cyst. Concurrent conditions included painful intercourse and flank pain. Concomitant products included bupropion hydrochloride (wellbutrin) from january 2009 to january 2012, clonazepam (klonopin) from january 2009 to january 2012, escitalopram oxalate (lexapro) from january 2009 to january 2012, ibuprofen (motrin) from 2009 to 2018 and paracetamol (tylenol) from 2009 to 2018. On (B)(6)2009, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines /headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), anxiety ("anxiety/ mental anguish"), depression ("depression"), alopecia ("hair loss") and headache ("headache"), 9 months 18 days after insertion of essure. On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual bleeding"), mood swings ("mood swings") and ovarian cyst ("ovarian cyst"). The patient was treated with ibuprofen and surgery (underwent a complete hysterectomy and bilateral removal of ovaries). Essure was removed in november 2013. In 2013, the menorrhagia had resolved. In january 2014, the pelvic pain had resolved. At the time of the report, the infection, menstrual disorder, mood swings, vaginal haemorrhage, migraine, dysmenorrhoea, fatigue, ovarian cyst, depression, alopecia and headache outcome was unknown and the anxiety had not resolved. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, mood swings, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: pelvic pain stopped 2 months after essure removal. Diagnostic results: transabdominal and transvaginal pelvic ultrasound showed interval development of a 8.7 cm complex cystic mass in left ovary which contains internal septations which demonstrate arterial flow and heterogeneous internal echoes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Outcome of event menorrhagia updated to recovered / resolved. Onset date of event dysmenorrhoea was updated. Concomitant drug added. On (B)(6)2018: no new information. Fup 10 and 11 processed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ lower pelvic pain") in an adult female patient who had essure (batch no. 646516) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included meningitis, anxiety, depression and bleed in luteal cyst. Concurrent conditions included painful intercourse and flank pain. Concomitant products included ibuprofen (motrin) and paracetamol (tylenol). In 2009, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstrual bleeding"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines /headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (underwent a complete hysterectomy and bilateral removal of ovaries). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain had resolved, the infection, menstrual disorder, mood swings, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, fatigue, ovarian cyst and depression outcome was unknown and the anxiety had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, infection, menorrhagia, menstrual disorder, migraine, mood swings, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: transabdominal and transvaginal pelvic ultrasound showed interval development of a 8.7 cm complex cystic mass in left ovary which contains internal septations which demonstrate arterial flow and heterogeneous internal echoes. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Essure indication updated and stop date and lot number added. Mood swings, abnormal bleeding (vaginal, menorrhagia), migraines /headaches, dysmenorrhea (cramping), ovarian cyst, fatigue and did not undergo essure confirmation test were added. It was reported that after partial hysterectomy, plaintiff no longer have pain incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ lower pelvic pain") in an adult female patient who had essure (batch no. 646516) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included meningitis, anxiety, depression and bleed in luteal cyst. Concurrent conditions included painful intercourse and flank pain. Concomitant products included ibuprofen (motrin) and paracetamol (tylenol). In 2009, the patient experienced migraine ("migraines /headaches"), anxiety ("anxiety"), depression ("depression") and headache ("headache"). On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstrual bleeding"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), ovarian cyst ("ovarian cyst") and alopecia ("hair loss"). The patient was treated with surgery (underwent a complete hysterectomy and bilateral removal of ovaries). Essure was removed in (B)(6) 2013. In (B)(6) 2014, the pelvic pain had resolved. At the time of the report, the infection, menstrual disorder, mood swings, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, fatigue, ovarian cyst, depression, alopecia and headache outcome was unknown and the anxiety had not resolved. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, mood swings, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: pelvic pain stopped 2 months after essure removal. Diagnostic results: transabdominal and transvaginal pelvic ultrasound showed interval development of a 8.7 cm complex cystic mass in left ovary which contains internal septations which demonstrate arterial flow and heterogeneous internal echoes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc(product technical complaint) update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ lower pelvic pain") in an adult female patient who had essure (batch no. 646516) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included meningitis, anxiety, depression and bleed in luteal cyst. Concurrent conditions included painful intercourse and flank pain. Concomitant products included ibuprofen (motrin) and paracetamol (tylenol). In 2009, the patient experienced migraine ("migraines /headaches"), anxiety ("anxiety") and depression ("depression"). On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstrual bleeding"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), ovarian cyst ("ovarian cyst") and alopecia ("hair loss"). The patient was treated with surgery (underwent a complete hysterectomy and bilateral removal of ovaries). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain had resolved, the infection, menstrual disorder, mood swings, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, fatigue, ovarian cyst, depression and alopecia outcome was unknown and the anxiety had not resolved. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, fatigue, infection, menorrhagia, menstrual disorder, migraine, mood swings, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: transabdominal and transvaginal pelvic ultrasound showed interval development of a 8.7 cm complex cystic mass in left ovary which contains internal septations which demonstrate arterial flow and heterogeneous internal echoes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs was received: the event hair loss was added. The onset date of events dysmenorrhea and migraine headaches were provided. The pain is located in pelvic area, severe intensity and frequent. Pelvic pain was resolved 2 months after essure removal. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a complete hysterectomy due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ lower pelvic pain") in an adult female patient who had essure (batch no. 646516) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included meningitis, anxiety, depression and bleed in luteal cyst. Concurrent conditions included painful intercourse and flank pain. Concomitant products included ibuprofen (motrin) and paracetamol (tylenol). On 14-aug-2009, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines /headaches"), anxiety ("anxiety"), depression ("depression") and headache ("headache"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstrual bleeding"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), ovarian cyst ("ovarian cyst") and alopecia ("hair loss"). The patient was treated with surgery (underwent a complete hysterectomy and bilateral removal of ovaries). Essure was removed in november 2013. In january 2014, the pelvic pain had resolved. At the time of the report, the infection, menstrual disorder, mood swings, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, fatigue, ovarian cyst, depression, alopecia and headache outcome was unknown and the anxiety had not resolved. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, mood swings, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: pelvic pain stopped 2 months after essure removal. Diagnostic results: transabdominal and transvaginal pelvic ultrasound showed interval development of a 8.7 cm complex cystic mass in left ovary which contains internal septations which demonstrate arterial flow and heterogeneous internal echoes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs was received: event headache added. Full hysterectomy performed in 2013. Consumer recovered from pelvic pain 2 months after essure removal. On (B)(6) 2018: case correction. Fu receipt date changed from (B)(6) 2018 to (B)(6) 2018. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ lower pelvic pain') in a 30-year-old female patient who had essure (batch no. 646516) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included meningitis, anxiety, depression, bleed in luteal cyst, urinary tract infection, abdominal pain, ovarian cyst, back pain, nausea and right lower quadrant pain. Concurrent conditions included painful intercourse and flank pain. Concomitant products included from 2009 to 2018, bupropion hydrochloride (wellbutrin) from january 2009 to january 2012, clonazepam (klonopin) from january 2009 to january 2012, escitalopram oxalate (lexapro) from january 2009 to january 2012 and paracetamol (tylenol) from 2009 to 2018. In 2009, the patient experienced anxiety ("anxiety/ mental anguish") and depression ("psychological or psychiatric condition : depression"), 9 months 19 days after insertion of essure. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines /headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headache"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual bleeding"), mood swings ("mood swings"), ovarian cyst ("ovarian cyst"), urinary tract disorder ("bladder/ urinary problems"), bladder disorder ("bladder/ urinary problems"), urinary tract infection ("uti"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with ibuprofen and surgery (underwent a complete hysterectomy and bilateral removal of ovaries,salpingectomy). Essure was removed on (B)(6) 2013. In 2013, the menorrhagia had resolved. In january 2014, the pelvic pain had resolved. At the time of the report, the infection, menstrual disorder, mood swings, migraine, dysmenorrhoea, fatigue, ovarian cyst, depression, alopecia and headache outcome was unknown, the vaginal haemorrhage, urinary tract disorder, bladder disorder, urinary tract infection, cystitis, vaginal infection and vaginal discharge had resolved and the anxiety had not resolved. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, mood swings, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: pelvic pain stopped 2 months after essure removal. Patient received treatment for pain and bleeding diagnostic results: transabdominal and transvaginal pelvic ultrasound showed interval development of a 8.7 cm complex cystic mass in left ovary which contains internal septations which demonstrate arterial flow and heterogeneous internal echoes. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: ppf received events " bladder problems, urinary problems, uti, vaginal infection, bladder infection, vaginal discharge " were added. Outcome of events "bladder problems, urinary problems, uti, vaginal infection, bladder infection, vaginal discharge, pain and bleeding" were updated as recovered. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.